Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd 10ml syringe luer-lok¿ tip product was received broken in a bulk tray pack. The following information was provided by the initial reporter: can you please help us to initiate a new complaint for one broken 10ml syringe in a bulk tray pack? This is material 309605, lot 1146849 and it was discovered on (B)(6) 2022 during production of our phenylephrine lot 653768.

Manufacturer narrative:
H6. Investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection crack is observed on the barrel and the plunger rod rendering the syringe unusable. Potential root cause for the damaged unusable defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1146849 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 1146849. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd 10ml syringe luer-lok¿ tip product was received broken in a bulk tray pack. The following information was provided by the initial reporter: can you please help us to initiate a new complaint for one broken 10ml syringe in a bulk tray pack? This is material 309605, lot 1146849 and it was discovered on 15may2022 during production of our phenylephrine lot 653768.